Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00278 on 22-nov-2021. Corrected data (23-nov-2021): the initial report indicated that "other analytes were also ordered on this patient sample; however, the customer did not consider any other results discordant." The customer clarified that they did not consider the other results correct nor discordant. At the time of the event, the customer notified the physician(s) that the cause of the discordant creatinine_2 (crea_2) and urea nitrogen (un_c) results was likely due to a contamination issue. Therefore, the physician(s) discarded the results for the whole sample. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer alleged that a sample contamination issue potentially contributed to discordant, falsely elevated creatinine_2 (crea_2) and urea nitrogen (un_c) results on a patient sample on an atellica ch 930 analyzer. The discordant results were reported to the physician(s), who questioned the results as the patient did not have a history of renal failure. Other analytes were also ordered on this patient sample; however, the customer did not consider any other results discordant. On (B)(6) 2021, the patient was redrawn at an alternate laboratory, where the sample was tested on (B)(6) 2021 and (B)(6) 2021. The crea_2 and un_c results recovered within the customer's normal reference ranges and consistent with previous patient results. It was also suspected that a sample mismatch or barcode issue contributed to these discordant results. Therefore, this MDR is being filed in an abundance of caution. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated crea_2 and un_c results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that discordant, falsely elevated creatinine_2 (crea_2) and urea nitrogen (un_c) results were obtained on an atellica ch 930 analyzer. The customer indicated that quality control (qc) was within range for crea_2 and un_c at the time sample ID (B)(6) was run. The customer attributed the cause of the elevated results to either a contamination issue, either by spillage of the patient's urine sample that was transported with the blood samples or by carryover of urine on the automation line. Siemens investigated whether the cause was related to a sample mismatch or barcode mislabeling issue. There was no evidence of a mislabeling issue. However, the specimen is not available for further investigation. Siemens further investigated the issue and concluded that it is not a reagent lot or method issue, ruling out an issue with the sample pre-dilution in the dilution cuvette. There is no evidence of a potential product issue. The cause of discordant falsely high discordant crea_2, un_c and the associated egfr calculation is unknown. The device is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that discordant, falsely elevated creatinine_2 (crea_2) and urea nitrogen (un_c) results were obtained on an atellica ch 930 analyzer. The customer indicated that quality control (qc) was within range for crea_2 and un_c at the time sample ID (B)(6) was run. The customer attributed the cause of the elevated results to either a contamination issue, either by spillage of the patient's urine sample that was transported with the blood samples or by carryover of urine on the automation line. Siemens investigated whether the cause was related to a sample mismatch or barcode mislabeling issue. There was no evidence of a mislabeling issue. However, the specimen is not available for further investigation. Siemens further investigated the issue and concluded that it is not a reagent lot or method issue, ruling out an issue with the sample pre-dilution in the dilution cuvette. There is no evidence of a potential product issue. The cause of discordant falsely high discordant crea_2, un_c and the associated egfr calculation is unknown. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer alleged that a sample contamination issue potentially contributed to discordant, falsely elevated creatinine_2 (crea_2) and urea nitrogen (un_c) results on a patient sample on an atellica ch 930 analyzer. The discordant results were reported to the physician(s), who questioned the results as the patient did not have a history of renal failure. Other analytes were also ordered on this patient sample; however, the customer did not consider any other results discordant. On (B)(6) 2021, the patient was redrawn at an alternate laboratory, where the sample was tested on (B)(6) 2021 and (B)(6) 2021. The crea_2 and un_c results recovered within the customer's normal reference ranges and consistent with previous patient results. It was also suspected that a sample mismatch or barcode issue contributed to these discordant results. Therefore, this MDR is being filed in an abundance of caution. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated crea_2 and un_c results.